Event description:
Report received of an unintended bolus administration of morphine. The patient was to receive morphine for pain control for a degenerative disc disease. The apm ii pump was programmed to deliver morphine with a concentration of 1mg/ml. The filter extension set was connected distally to an apm ii pca set and manually primed with morphine. The infusion was started. The nurse then primed another primary infusion set manufactured by baxter with lactated ringers, and connected it to the pigtail of the pca set which is proximal to the filter extension set. The lactated ringers was begun at a rate of 100ml/hour which resulted in a bolus of morphine equivalent to the amount of drug present in the distal pca set and the attached filter extension set. The patient's pulse oximetry readings "started to drop" to an unspecified value, and the patient began to appear sleepy. The infusion was immediately discontinued. The physician was notified. The patient was placed under close observation. According to the customer contact, the patient recovered "fine". There were no reported patient sequelae. Though requested, no additional information was received.